Event description:
It was reported that the inquiry catheter had a warped curve. There was no patient injury or medical intervention and extended procedure time reported was ten minutes. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The device was discarded. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR could not be performed as the device's lot and serial numbers were not reported. Stryker procedure(s) support(s) that the device was unlikely to have been released from stryker with the reported failure mode. The reported event could be attributed to: - distal shaft degradation due to compressive stress and/ or improper manipulation (e.g., kink/ bends). - user anticipation/ expectation of device performance. - user error (including user technique and methods). The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/ or bending of the catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Standard electrical grounding precautions should be observed when using electrical recording or stimulation equipment. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.